Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen response time would intermittently become delayed and freeze. There was no impact to the customer's blood glucose (bg) level due to this event; however, the customer reported experiencing an unrelated elevated bg level earlier of 600 (mg/dl). Reportedly, the customer forgot to deliver a bolus and believes this contributed to their elevated bg levels. A pump bolus was delivered to address bg levels.